Event description:
It was reported that after deactivation of the wand the machines error alarm went off. I unplugged the wand and the alarm still went off. I the switched the quantum 2 off to silence the machine. A competitor wand was used to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence factors that could have led to an error message ¿alarm¿ includes: it is possible that an e-1 error was experienced which is due to both the ablate and coagulation buttons being simultaneously activated. Also, an e-2 may have been experienced which can be caused by the wand becoming disconnected when the foot control was inadvertently activated. Other factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.